Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation and the involved product code/lot# is unknown. A current product sample was evaluated: rf-ga35153, lot# 151021. Visual inspection of the current product sample revealed no defects. Magnifying inspection revealed no defects. The outside diameter was measured along the total length and met manufacturer specification. The urethane outer layer from the current product sample was intentionally for the purpose of checking the adhesion level of the urethane outer layer to the core wire and confirmed to meet manufacturer specification. The investigation findings verified that the current product sample is the normal product and the cause of the reported event cannot be definitively determined. There is no indication that there was any relation to a defect or malfunction of the device. Based on the usage condition reported in the complaint, it is likely that the actual guide wire sample came into contact with the metal needle, resulting in the shearing of the urethane layer. The product code and lot number was not provided by the user facility, which prevented a meaningful review of the device history record, shipping inspection record and complaint files. The device labeling does address the potential for such an event in the instructions-for-use, which states the following: "do not use the guidewire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4)

Event description:
The user facility reported the urethane coating on the radiocus guidewire m device sheared off at the distal end. Follow up communication with the user facility reported the following information: it was reported that during the case of an abdominal abscess drainage, the actual sample (radifocus guidewire 0.035inch 150cm angled) was used in combination with a metallic needle; the drainage failed and when the actual sample was withdrawn for removal, it was caught in the metallic needle; the customer continued to pull it forcefully while feeling some resistance; as a result, the urethane coating at the distal end was sheared off and remained in the abdominal abscess of the patient; the procedure outcome was not successful; it was reported at this moment, the patient has not developed any adverse health consequences; and the patient is under observation.